Event description:
The explanting facility reportedly disposes of explanted products because of its no return policy. Therefore, product return attempts cannot be made. No additional pertinent information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an issue with something extruding from the patient's neck incision. Follow up with the surgeon indicated that he saw the patient removed the stitch from the neck incision. The lead was observed underneath, and the surgeon concluded that the wound had never fully healed. The patient's lead and generator were explanted on (B)(6) 2016. The explanted devices have not been returned to the manufacturer to date. Attempts for additional pertinent information have been unsuccessful to date.